Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through calcification tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy through calcification tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encore biopsy probe and vacuum assembly was returned for evaluation. On visual evaluation, the probe appeared to have blood residue and the aperture was fully closed. The probe was loaded into the driver and calibrated successfully. On function evaluation, the device meets both the specification required for maximum vacuum test and vacuum differential test. On further evaluation , the probe was inserted into a piece of beef and around the clock sampling was performed. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. Therefore , the investigation is unconfirmed for the reported suction issue as the device passed the maximum vacuum test . However, the investigation is confirmed for the identified filling issue as vac button was used to obtain samples. A definitive root cause for the alleged suction issue and identified filling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 06/2021),g3, h6(method) h11: h6(device, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.